Event description:
Customer reportedly received results of 5.1 inr, 4.1 inr and 3.2 inr within a few minutes on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.